Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report numbers: 3005168196-2018-02503; 3005168196-2018-02504.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach two smart coils using the handle. The procedure was completed using other smart coils. There was no report of an adverse effect to the patient.